Event description:
Healthcare professional reported left side rupture "with severe capsule." Device was explanted.

Manufacturer narrative:
The event of "severe capsule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "severe capsule".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, b5, d1, d4, h4, h6.

Event description:
Additional report of extensive amount of calcification present on the left side breast capsule. The capsule calcified and was very adherent to the anterior breast tissue and dermis. Capsular contracture was noted to be baker grade IV.